Manufacturer narrative:
Product analysis:the device returned with no deformation was evident to the catheter body. Biologics were observed in the inner member. The balloon folds returned expanded. Inflation testing could not be performed due to the condition of the returned device. A longitudinal tear was observed on the proximal section of the balloon. Correction to device return date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use an in.pact av access to treat a plaque lesion in the left cephalic vein with stenosis. No tortuosity. No calcification. Blood vessel diameter 7mm. Lesion length 60mm. No anatomical abnormalities reported. 7fr sheath was used. Radifocus 150 cm was used. Embolic protection was not used. Syringe was used for balloon inflation. Device prepped per IFU with no issues. The device did not pass through a previously-deployed stent. Resistance did not occur during delivery. Excessive force not used. Balloon burst, leak, or catheter leak on first inflation at 14 atm. All fragments of the balloon were retrieved. The balloon was removed and procedure completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.